Event description:
It was reported that the right ventricular (rv) lead had high thresholds with no capture during a routine device change out. It was also reported that the right atrial (ra) lead was noted to have insulation damage. The rv lead was capped and not replaced. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was noted to have fractured. Additionally, the patient experienced slow heart rates due to the ra lead, which also exhibited unstable thresholds.